Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, resistance was encountered when advancing the lead inside the sheath. The ipl was pushed by inserting the stylet forcefully, however the lead could not advance further than the superior vena cava (svc). The ipl tip was extended at the svc site, however adequate retraction could not be confirmed. The ipl was removed from the patient¿s anatomy and evaluated. Upon ipl evaluation, it was noted there was difficulty retraction the tip, and resistance inserting and withdrawing the stylet. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was able to be passed through a 7 fr introducer without resistance. A fresh 14-58 blue stylet was used and was only able to be inserted 1.5 cm into the lead before coming to a stop due to the distal conductor being distorted. If information is provided in the future, a supplemental report will be issued.